Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported a communications failure and images could not be copied from the cd to the system. No pt injury was reported.